Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for other chronic/intract pain ( trunk/limbs), chronic low back pain and post lumbar laminectomy syndrome. The patient reported that she couldn¿t charge her ins. The patient reported that she attempted to charge the ins on the night prior to the report and saw an elective replacement indicator (eri) code. The patient didn¿t have her equipment with her to do troubleshooting. The patient was to call back when she had her equipment to troubleshoot. There was no allegation or dissatisfaction with ins longevity. The patient also reported that she had medical problems. No further complications were reported.